Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image error e315. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope had stripes and snow in the image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). E1 - address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.